Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis: the product was returned to for evaluation. Visual inspection was conducted on the returned device. The returned product determined that it was received one empty opened foil and two needle-suture pieces in use condition that pertains to product code sxpp2b405. During visual inspection of the returned sample, the sutures were examined, and the extremes were noted to be cut probably caused by a surgical instrument. Also, body fluids and crimping marks were observed on the surface of the suture that could be caused by a surgical instrument. No functional test could be performed due to the sample condition received. Care should be taken to avoid damage when handling. Avoid crushing or crimping the suture material with surgical instruments, such as needle holders and forceps. Do not attempt to remove memory in the polymer by running fingers down the suture material as this can damage the barbs. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent a total hip replacement procedure on (B)(6) 2023 and barbed suture was used. During the procedure, it was reported by the sales rep that the doctor had another suture not lock in transition point, so he refuses to use the rest of this lot number since he also has same lot# that has issues on the previous complaint. There was no delay in procedure. New device was used to complete procedure. No fragments were generated. No adverse patient consequences were reported. Additional information was requested.